Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the inner packaging bag for a 5mmx 120mm smart flex vascular self-expanding stent (ses) delivery system was found damaged when chosen for use. The seal was not tight, and the sterility was compromised. The device was not used due to sterile safety considerations. A 5mmx 120mm non-cordis device was used to complete the procedure. There were no reported injuries to the patient. This was during treatment of lower limb arterial disease. The device was stored per the instructions for use (IFU). There was no noticeable damage to the outer packaging. The device will be returned for evaluation. Addendum: the device was returned partially deployed; however, the partial deployment was confirmed to have occurred during return of the device.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: complaint conclusion: as reported, the inner packaging bag for a 5mmx 120mm smart flex vascular self-expanding stent (ses) delivery system was found damaged when chosen for use. The seal was not tight, and the sterility was compromised. The device was not used due to sterile safety considerations. A 5mmx 120mm non-cordis device was used to complete the procedure. There were no reported injuries to the patient. This was during treatment of lower limb arterial disease. The device was stored per the instructions for use (IFU). There was no noticeable damage to the outer packaging. The device was returned for evaluation. A non-sterile ¿smart flex 5x120 vas, 120cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to be inspected. The device was received without the original manufacturing packaging. A thorough inspection was performed observing that the stent is partially deployed approximately 6.5 cm. The hemostasis valve is closed. No other outstanding details were noticed. The functionality of the device was verified to determine if the stent can be deployed as expected. The stent deployment functional test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected and the stent was deployed. The stent expands normally, presenting no damage or anomalies. The reported ¿packaging/pouch/box compromised sterility- seal open¿ cannot be verified as the device was not returned for analysis in its original packaging, nor were procedural images provided. Therefore, the exact cause of the event reported cannot be conclusively determined. Without the return of the device for analysis in its original packaging, we cannot confirm a compromise in sterility and that the seal was open. According to the instructions for use which is not intended to mitigate risk, ¿prepare the stent delivery system: a. Open the outer box to reveal the pouch containing the stent and delivery catheter. B. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if either the inner or outer pouch is opened or damaged. C. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged, do not use the device.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.